Event description:
Reporter alleged the customer was unresponsive, so she obtained a reading of 178 mg/dl on his advantage system and called the emt's. Reporter stated 15 minutes later, the emt's obtained a result so low, it would not register on a professional blood glucose meter, treated the customer with a glucose treatment and took him to the hospital. Reporter stated he was kept at the hospital, because of fluid on his lungs and has been given his normal diabetic treatment while there. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.